Manufacturer narrative:
Device used for treatment, not diagnosis. The original trochanteric fixation nailing (tfn) procedure was performed on an unknown date, six months prior. Therapy date is unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 357.377 and lot # 6319173, DHR review for part # 357.377, supplier lot # 6319173, release to warehouse date: may 20, 2010, expiration date: na, supplier: (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke during a left helical blade exchange procedure on (B)(6) 2017. The original trochanteric fixation nailing (tfn) procedure was performed on an unknown date, six months prior. The helical blade was explanted intact. As the surgeon was hammering on the back of the helical blade inserter, the coupling screw broke into two pieces (both pieces were retrieved). No fragments were left behind. There was a reported surgical delay of five minutes to retrieve another set. No additional x-rays or other medical intervention required. Shorter size helical blade was implanted. The procedure was completed successfully with the patient in stable condition. Post-operative x-rays taken 6 months after original procedure revealed left hip fracture collapsed on unknown date resulting in helical blade sticking out of femur. This event is covered under (B)(4). This complaint involves one device. Concomitant devices reported: helical blade inserter (part # 357.372, lot # 7776384, quantity # 1), helical blade (part # unknown, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4)

Manufacturer narrative:
Additional patient identifier reported as fin# (B)(6). A product investigation was performed. The 357.377 lot number 6319173 helical blade coupling screw was returned. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system technique guide. The device was returned and reported to have broken intraoperatively. This condition is confirmed; the knurled proximal head has sheared away from the shaft of the device. It is likely that over seven years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition; however, this complaint is not likely a result of any design or manufacturing related deficiency. The device was manufactured in 5/2010 and is over seven years old. The balance of the returned device is in fairly worn condition with markings and discoloration along the shaft and on the knurled head. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation, no product design issues or discrepancies were observed that may device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.